Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not showing correct EKG readings for one bedside monitor. The customer also reported that this same bedside is giving a costant asystole alarm which they are unable to stop. The patient has a waveform of x2 and less than 1mv of signal showing. The customer stated that it appears that the issue is patient related due to the weak signal and large patient size. Patient rhythm also has a lot of artifact. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is not showing correct EKG readings for one bedside monitor.